Manufacturer narrative:
(B)(4). Reported event is considered confirmed as visual examination showed that the product had a red color debris embedded in the seal area of the sterile packaging. DHR was reviewed and no discrepancies were found. The product likely left zimmer biomet control non-conforming as the debris is in the sealed package. The root cause of the reported failure can be attributed to manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that foreign substances were inside of the sterile packages. No adverse events have been reported as a result of the malfunction.